Manufacturer narrative:
(B)(4). The device has been received by baxter but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error; the tidal total ultrafiltration removal was set too low. This issue is being investigated through CAPA.

Event description:
During initial assessment of a returned homechoice pro machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2012 at 12:33 with a drain volume of 3264ml during cycle 3. The maximum programmed fill volume is 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.